Manufacturer narrative:
(B)(4) date sent: 10/21/2025 d4: batch # unk the device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information received: first fire with green reload, dr. Said that all staples were in place. The fluid from the remnant leaked from the proximal end about where the mucosa puffs out, right before the bleeding started in the first picture. The patient went home on day 2 and within the normal release period. The surgeon did have to further narrow the area of the stomach by re-sectioning it. The surgeon was still concerned with what the staple line looked like after the second resection. He did not resection again as he was already concerned about how narrow the area was and the risk for complications. Patient experienced nausea after the operation. No slr was used and the issue only occurred when using the green cartridge. Updated event description: it was reported by the sales rep that during a bariatric sleeve gastrectomy performed by dr. (B)(6) that the initial fire on the antrum of the stomach with a naked green load initially looked pretty good, staple line and cut line. The 2nd fire was a naked blue reload staples and cut line that looked very good, the 3rd fire was a naked blue reload both the staples and cut line looked very good again. The 4th & 5th fire were blue reloads with slr and these fires looked even better. The last fire on the sleeve was a naked white load 1-2 cm's of tissue left, was stapled/transected & looked good. When dr. Observed the staple line distal to proximal all the staple lines looked great until we got back to the initial green fire, where we witnessed what looked like a jagged cut line and bleeding from about 1-2cm's proximal on the staple line. When dr. Radecke took a laparoscopic grasper and lightly pushed on the area in question; it bled more. We did not see this initially and did not see a jagged staple line originally. Dr. Did not like how the staple line looked or how the blood and tissue looked in that one spot, so he decided to check the remnant. He grabbed the remnant and started lightly squeezing distal to proximal when he got to the area in question, blood and stomach fluid came out quite rapidly and said this is not good. He told the anesthesiologist not to wake the patient up yet, that he was going back in. Dr. Decided to fire another green reload at a triangular angle to re-staple & transect that portion of the stomach on the proximal antrum to create a new secure staple line. He fired the green reload and the same thing happened. Another jagged staple line that did not look good with some bleeding. Dr. (B)(6) said he could not take any more tissue and made the decision to oversew that portion of the staple line. Afterwards he closed the patient and the procedure was complete. I have been following up with dr. Regarding this patient wednesday and today. Wednesday she was experiencing nausea, which can be normal for the procedure and today he said, "so far so good". Product name: ethicon 4000 stapler straight 60 long product code: ec3d60l lot number: a98a20. Product name: ethicon 3d reload 60mm green product code: er60g lot number:708d34. Additional information was requested and the following was received: 1. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? No, we did not witness any malformed staples or staples missing. Dr. Radecke took some pictures that I plan to ask for next week. Like I said before, after the first fire with the green load the staple line looked like it had a clean cut and the staples looked good, it wasn't until he came back after all the other fires that the staple line looked jagged/ragged and there was a spot that was bleeding & looked like tissue was inconsistent in that one spot. 2. How much blood was lost (ml)? Very minimal. Less than a ml 3. Did the patient require a transfusion? No 4. How was the bleeding addressed? After the 2nd green reload was fired it was sutured (imbricated) with a 2-0 vloc. Jagged cutline and oozing from first firing of a sleeve (naked green reload). Firing 2-4 all looked good (naked blue). Firing 5-6 looked good (slr blue). 7th firing was white for a little additional tissue - that also looked good. Surgeon looked at the remanent and put pressure on the area of the first firing and had ooze coming out. Went back to patient for a 8th firing with a green to staple out that first firing and the same situation happened (oozy, ragged staple line). Oversewed with vloc and wasn't happy about it. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was that during a bariatric sleeve gastrectomy, the surgical team observed unusual firing behavior with the stapling device, with the first, third, and sixth firings being "naked" and the fourth and fifth involving staple line reinforcement. Upon inspection, all staples appeared properly formed, but bleeding was noted approximately a quarter of the way up the staple line, which also appeared rugged. The surgeon removed the remnant stomach, closely examined the staple line, and observed fluid exiting at the bleeding site when pushed through. A re-firing with a green reload was performed across the area of concern, but the staple line remained rugged with ongoing bleeding, prompting the surgeon to oversew the affected portion and close the patient. The procedure was delayed by approximately twenty to twenty-five minutes.

Manufacturer narrative:
(B)(4). Date sent 11/5/2025 d4 batch #a98a20 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device visual analysis of the returned sample determined that one ec3d60l device was returned with no apparent damage and with an er60g reload (a) loaded on the device. The reload (a) was received fully fired. In addition another er60g reload (b) was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. Additionally, photos were provided and they showed the body cavity with a line of staples applied and with bleeding. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98a20, and no non-conformances were identified.